Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient¿s nephew found the patient unresponsive, diaphoretic, and seizing. Emergency medical services (ems) was called. Upon arrival, ems performed a bg; however, the value was not provided. The cgm value was 30 points higher than the bg. The patient was treated with glucose, regained consciousness, and declined transportation to the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.